Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for stopper pullout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there there is stopper creep out during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: (2 of 2 complaints) customer informed that the gel tubes continue to open in the technical area even when the correct reinsertion of the cap is done, as instructed when there was the first complaint. She also reported that due to this opening, it is necessary to make a rate to avoid accidents. She was unable to inform the batch and sku of the product at the time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is stopper creep out during use with an unspecified bd gel blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: (2 of 2 complaints) customer informed that the gel tubes continue to open in the technical area even when the correct reinsertion of the cap is done, as instructed when there was the first complaint. She also reported that due to this opening, it is necessary to make a rate to avoid accidents. She was unable to inform the batch and sku of the product at the time.

Event description:
It was reported that there there is stopper creep out during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: (2 of 2 complaints) customer informed that the gel tubes continue to open in the technical area even when the correct reinsertion of the cap is done, as instructed when there was the first complaint. She also reported that due to this opening, it is necessary to make a rate to avoid accidents. She was unable to inform the batch and sku of the product at the time.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: d.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes d.3. Medical device manufacturer: becton, dickinson & co. ¿ sumter, sc / 29153 d.4 medical device catalog #: 367983 d.4. Medical device lot #: 0066215 d.4. Medical device expiration date: 2021-02-28 d.4. Unique identifier (UDI) #:(B)(4). G.2 manufacturing location: becton, dickinson & co. ¿ sumter, sc / 29153 g.5. PMA / 510(k)#: bk050036 h.4. Device manufacture date: 2020-03-06